Event description:
The patient reported that as a result of the implant surgery, she had been "paralyzed along her left side". The pump had been placed in the patient's upper buttocks; two months later the patient experienced a return of hip pain and in 2007, a sharp, jabbing pain was detected in the area over the pump, which had worsened in the past two months. The source of the pain at the pump was unknown; the patient had consulted with a neurosurgeon, a pain management physician and an orthopaedic physician. The date of the last pump refill was in 2007; the drug used in the pump was fentanyl. The patient was redirected to report symptoms to the hcp. Additional information has been requested from the following physician.